Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her one touch verio iq meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018 she obtained a result of ¿180mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to her feelings or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient also reported that she felt the meter was inaccurately erratic as she obtained results of ¿110 and 200mg/dl¿ on the subject meter, however could not specify the time difference between tests therefore this does not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with oral medication, diet and exercise. The patient reported that on (B)(6) 2018 she developed symptoms of ¿shaky, dizzy and fast heart beat¿ however denied receiving any treatment as a result of the issue. During troubleshooting the cca noted that the meter had been set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced with an alternative device and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.